Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: patient: 1, date: (B)(6) 2011, inratio2: 6.2, lab: 3.5. Patient: 2, (B)(6) 2011, 2.6, 2.1. Patient 3: (B)(6) 2011, 2.7, 1.4. Patient 4: (B)(6) 2011, 7.5, 5.8.